Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, visual inspection of this lead revealed dried body fluid throughout the lumen of the lead, deformed conductor coils approximately 87 mm from the terminal pin and one tine was missing from the electrode end, all of which are consistent with damage induced during the explant procedure. A guide wire could not be passed through the lumen of the lead due to the dried body fluid observed. Resistance testing was performed to assess the electrical integrity of the lead. All measurements were within normal limits indicating that it remained electrically continuous. Pressure testing was performed and verified the integrity of the inner insulation. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific crm received information that this left ventricular lead was explanted due dislodgement and loss of capture. A new left ventricular lead was successfully implanted.